Event description:
It was reported that a pt developed swelling of the lower lip and redness of the labial mucosa after a routine prophylaxis procedure was performed using nupro nusolutions. The pt was instructed to take benadryl, though did not initially and the symptoms worsened. The pt eventually did take benadryl and the symptoms improved.

Manufacturer narrative:
While it is unk if the nupro used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.